Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation, and visual inspection revealed that the distal tip was fully torn circumferentially and was missing. Stretching of the hdpe material was observed along the torn edge, along with scratches on both the distal tip edge and distal shaft. Additionally, circumferential striations were noted within the inner diameter of the hdpe layer, indicative of potential mechanical damage. Due to the condition of the returned device specifically, the complete circumferential tear of the tip and full expansion of the liner as designed no applicable dimensional or functional testing could be performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of sheath distal tip torn and components separate during use were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "following a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve via transfemoral approach, it was observed upon removal that the clear distal end of the esheath+ was missing and was not located." Returned product evaluation of the sheath revealed a full circumferential distal tip tear, and the separated distal tip piece was not returned. This failure mode is characteristic of sheath tip tear events in which an investigation has been opened to determine the root cause and implement any necessary corrective actions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), following a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve via transfemoral approach, it was observed upon removal that the clear distal end of the esheath+ was missing and was not located. The procedure was performed using a 14f esheath+ that had been prepared in accordance with the instructions for use (IFU) and inserted for transcatheter heart valve (thv) implantation. Despite the observed damage, no patient complications were reported, and the patient remained in stable condition following the procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to b5, d2, h2, and h3. Correction to h6; device code and type of investigation. The investigation is ongoing.

Event description:
The preliminary examination the sheath found a full circumferential torn distal tip.